Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indictor window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved through manual compression. There were no reported injuries to the patient. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f 11cm avanti plus catheter sheath introducer (csi) was used for access. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including a csi insertion angle of 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the csi with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and csi were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted to the loop. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white /black position and the cowling guard was found locked; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were noted on the catheter sheath introducer (csi). No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device. The functional analysis was performed, and it was successful with the window transitioning in colors and plug deployment. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indictor window on a 5f exoseal vascular closure device (vcd) did not change color. Hemostasis was achieved through manual compression. There were no reported injuries to the patient. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f 11cm avanti plus catheter sheath introducer (csi) was used for access. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including a csi insertion angle of 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the csi with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and csi were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted to the loop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indictor window on a 5f exoseal vascular closure device (vcd) did not change color. There were no reported injuries to the patient. The device will be returned for evaluation.